Event description:
3 devices were found across two hospitals in one region that had the acquisition modules stored in the wrong orientation. Due to 5 recently reported incidents of ge mac vu 360 acquisition module trunk cables being reported to have sparks/flames/fire, the office instructed all hospitals to inspect their acquisition module trunk cables for damage. This is a design problem that needs to be addressed by ge to prevent the acquisition module from going in the holder in the incorrect position as the cables being pinched or bent in ways they are not supposed to be can lead to fire. Manufacturer response for electrocardiograph, mac (per site reporter) they are looking into this issue.